Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room due to diabetic ketoacidosis. Customer¿s blood glucose level was not provided. Reportedly, a minimum fill notification that occurred after filling the cartridge with 250 units of insulin. Customer added more insulin to the cartridge and was able to resume insulin delivery. Additional information was not provided. Customer declined to further troubleshoot with tandem technical support.